Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 04/26/2025, it was reported that the patient uses tandem tslim in modified closed loop. The cgm was reading 50 mg/dl and the blood glucose reading was 450 mg/dl. The patient attempted to calibrate twice; however, received "wait 15 minutes" messaging before the sensor failed. The patient had ketones and went to the emergency department (ed) with thirst and fatigue. There, the bg was 500 mg/dl. Although documentation states she was not treated while in the ed for 3 hours, this is very unlikely. She was fine during the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.